Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt stopped charging her scs ipg sometime ago because, she was having difficulty maintaining communication with her charger. The pt's ipg battery was depleted and the pt no longer has stimulation therapy. Surgical intervention to address the issue may be undertaken at a later date.